Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lot complaint history was reviewed, this is the twentieth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. One used and two (not associated with the event) unopened combined procedure paks were returned and visually inspected. No obvious defects were observed. The suspect product associated with the event was tested a calibrated constellation console. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. There were no fluidic/irrigation anomalies observed during evaluation. A new cassette not associated with the event was tested and met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an irrigation failure and the anterior chamber became unstable during the ultrasound phase of a cataract procedure. The balance salt solution bottle was raised by 20 centimeters with no improvement. Hemostasis was performed by increasing the irrigating pressure. A surge occurred and the posterior capsule ruptured. The nucleus almost "fell down" and a chorodial hemorrhage was observed. A vitrectomy was performed and the procedure was completed. This product was used three times prior to this surgery.